Manufacturer narrative:
Final analysis found the device had reached normal end of life. No anomalies were noted.

Event description:
It was reported that the asymptomatic patient presented to the hospital for a scheduled pulse generator change out procedure. During the procedure, the physician used electrocautery and the device lost output. The patient was immediately hooked up to a temporary pacemaker. The procedure was completed successful. The patient was in stable condition during and post surgery.